Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence due to the device no longer performing as expected. A revision surgery was performed, upon examination fluid loss at an unspecified location was found. The device was explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence due to the device no longer performing as expected. A revision surgery was performed, upon examination fluid loss at an unspecified location was found. The device was explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and underwent leak testing. Folds were found in the cuff shell. In addition, a pinhole consistent with wear at a fold was also found in the cuff shell which led to fluid leakage. The pump was visually inspected and underwent leak testing. No visual damages or abnormalities were found, and it did pass leak testing. The balloon was visually inspected and underwent leak testing. Scaling was found on the balloon shell; however, it did pass leak testing. Based on the information available and analysis results, pinhole found on the cuff shell could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.